Event description:
The device involved in this MDR report was explanted because the elective replacement indicator was reached; however, the physician suspected premature battery depletion: the battery impedance was at 2.75 kohm in (B) (6) 2008 and the eri was reached in (B) (6) 2009, which was unexpected.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.